Event description:
It was reported that the right ventricular (rv) lead thresholds increased from 0.4 volts at 0.4 milliseconds (ms) to 6 volts at 2 ms. Also, pace impedances increased from about 900 to about 1100 ohms. The pace impedances were still in range. However, the rv lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.